Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No replace battery now alarms were noted. The pump was returned for power error alarm 25. The power management tool confirmed the pump error 25 was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours. After disconnecting and reconnecting the internal battery connector, and the pump was monitored and functioned properly. The pump was received with minor scratches on the display window, case and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that they woke up with the insulin pump off and their blood glucose level was over 500 mg/dl. The customer received a change battery and then power error alarm. The customer was supposed to be sent a battery cap but they had not received it. The customer was going to stop using the insulin pump and revert to manual injection. The customer was advised that the device would be replaced and agreed to return the product for analysis.